Event description:
It was observed that during the device evaluation, the colonvideoscope exhibited a foreign object found inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found image not displayed due to damage to the charged coupled device unit and to the scope connector, water tightness was lost due to a pinhole on the channel tube, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up/down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip, water removal ability did not meet the standard value due clogging of the nozzle, the scope connector had a scratch and discoloration, the electrical contact of the endoscope connector had a discolored area, the objective lens had discoloration, the light guide lens had a crack, the plastic distal end cover had a scratch, the connecting tube had a scratch, flare occurred due to a scratch on the objective lens, the flexibility adjustment ring had a scratch, the scope connector cover unit had a scratch, the image guide connector had a scratch, the grip had a scratch, the switch box had a scratch, switch 1 had a scratch, the suction cylinder was shaved, the forceps elevator lever had a scratch, the forceps elevator knob had a scratch, the up/down knob had a scratch, the right/left knob had a scratch, the control unit had discoloration and a scratch, the investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided. The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The customer stated it is possible that gauze may be the foreign material. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing.

Event description:
The customer initially reported that during preparation for use the colonovideoscope had display air/water supply failure. The intended procedure was completed with a similar device. The customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: ¿-detection methods are written in instructions for use: pcf-290 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: pcf-290 series reprocessing manual: chapter 5 reprocessing the endoscope. ¿ olympus will continue to monitor field performance for this device.